Event description:
Healthcare professional reports left side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.7., h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: a visual and micro analysis was performed which identified: striated opening and crease flat. Base on the device analysis the final assessment is: a striated opening assessed as a surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports left side capsular contracture, baker grade iii. The device remains implanted.